Event description:
Ventilator produced alarm and went inoperable causing desaturation of patient and patient needing to be manually resuscitated. Ventilator was shut off by therapist and turned back on. Ventilator passed start up procedure and was replaced back on the patient, with no error codes. However, after the therapist review of error codes, code 300: technical failure no ventilation, device in fail safe and error code 582: 12c interrupt catched runtime exception displayed, therapist removed ventilator from patient immediately and place patient on another mechanical ventilator. Manufacturer has sent a representative and the representative is working with our bio-med team.